Manufacturer narrative:
Device returned date: 12/26/2025. One used device was returned for evaluation; no defects or anomalies noted. As received, the spin feature of the used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. The spiros was functionally tested and met product specifications. The reported complaint of leakage can be confirmed due to the spiros being returned with the spin feature activated. The probable cause of the separation is unknown. The spiros met all functional specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a spinning spiros¿ closed male luer, purple cap. It was reported that when putting the calcium levofolinate into the chamber the screw thread of the spiros grooved and the levofolinate leaked from the top of the IV pole. The levofolinate was stopped and the spiros was changed. The IV pole was cleaned up. The therapy has been completed with a new perfusion and the patient received the full intended dose. There was exposure to the healthcare professional and the patient as the leak came into contact with the patient.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.